Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) during a ventricular tachycardia (vt) episode which accelerated the rhythm, a shock was delivered which converted the arrhythmia. Technical services (ts) was consulted and provided a review of stored episode while recommending reprogramming options. This crt-d remains in service. No additional adverse patient effects were reported.